Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade IV. Additionally reported were "hardening painful breast implant" and "calcified." The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05apr2024.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade IV. Additionally reported were "hardening painful breast implant" and "calcified." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Calcification: observed white calcification on the surface of the shell. Deflation: observed opening assessed as fold flaw opening. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade IV. Additionally reported were "hardening painful breast implant" and "calcified." The device has been explanted and replaced.